Event description:
It was reported that the patient presented to the hospital for an unrelated scheduled procedure. The right ventricular lead insulation exhibited an anomaly and was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found a surface abrasion on the outer insulation at 13.3 cm from the connector pin.